Event description:
It was reported the customer received a motor error alarm during a bolus delivery. Customer's blood glucose was 600 mg/dl. Customer's blood glucose was treated with a manual injection. The customer's mother could not recall any significant events leading to the alarm. It was also found the customer was able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to moisture damage at the force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.